Manufacturer narrative:
The device had no telemetry upon receipt. Final analysis performed indicated device voltage was at end of life (eol) level, caused by high current drain on the hybrid. Further analysis was performed, and an integrated circuit anomaly was found to be the cause of high current which drained the battery prematurely. This resulted in issues with interrogation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the insertable cardiac monitor (icm) failed to be interrogated via bluetooth. The icm was not used for implant on (B)(6) 2026. There was no patient involvement.